Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the programmer had a snap and ensued burning smell. Further more the programmer did not start up. This programmer will be returned for analysis. No patient involvement was reported.